Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Additionally, it was reported that the luer lock connection was not secure, resulting in insulin leaking. Customer's blood glucose level was "high" per continuous glucose monitor readings and was addressed with a correction bolus. During troubleshooting with tandem technical support, the customer corrected the date, changed out supplies, and resumed insulin therapy.